Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal radius fracture operation was done by open reduction and internal fixation (orif) on (B)(6) female. It was found that 2 screws were broken under the screw head when they were extracted on follow up operation 2 months later. Broken screws had implanted at the distal hole of ulna side and at the second hole of opposite side. This report is for 2 unknown lockscr ø2.4 self-tap. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is for 2 unknown lockscr ø2.4 self-tap. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: part catalog number was reported as 412.8xx. Lot number was not provided by reporter. Serious injury. A manufacturing investigation was performed for the two returned unknown locking screws, lockscrew ø2.4 self-tap lxx tan, partial part number 412.8xx, lot number unknown. Only the screw heads of two unknown 412.8xx locking head screws were received. The complete lengths of the threaded shafts broke off and are retained in the patient¿s bone. The remaining heads to not show damage or wear. A device history record review is not possible because the lot numbers were not provided. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The microscopic view of the broken surface does not show any anomalies of materials structure. Based on the condition of the products and the provided information a manufacturing conclusion cannot be presented. We are not able to determine the cause of breakage. The screw shafts could not be removed from the patient, therefore, were not explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional clarification was received. It was clarified that the shaft portions of the two broken, unknown locking screws could not be explanted from the patient¿s bone. Two of the four implanted locking screws were found to be broken. The cortex screws were intact.